Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients were not crossing over to station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over to the station. A technical support specialist connected to the server and found that one visit had been discharged, and the second had not received the admit message. The tss informed the customer of the findings and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device. D4 & h4: UDI and manufacturer date not available.